Event description:
Device 1 of 4. Ref MFR report #s: 1627487-2013-06123, 1627487-2013-06123, 1627487-2013-06125. The pt is implanted with two leads for supra-orbital coverage and two leads for temporal coverage (off-label use), all from different lots. It was reported the pt had her supra-orbital and temporal leads repositioned to improve coverage of stimulation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.